Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On 06/03/2025, it was reported by the nurse that the patient did not wake up to the tandem mobi device alarm due to the sound setting being set to medium-low volume. The patient uses the tandem mobi in a modified closed-loop system. The patient later woke up on the floor, under the bed, covered in sweat, feeling cold, and experiencing hip pain. He did not recall the time he fell or how long he had been on the floor. At approximately 1:28 a.m., he was able to use siri to attempt to call his son but was unsuccessful in reaching him. The patient managed to climb back into bed on his own. His son entered the room at approximately 7:20 a.m. And assisted the patient, addressing the low blood sugar episode by unspecified means. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable and feeling okay. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - clinical code problem code: e1601 arthralgia/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581. Appropriate term/code not available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on 09/04/2025. Data was further reviewed. Data investigation could not confirm an alert/notification settings issue. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. However, it was noted in connection to the allegation that the urgent low soon alert was disabled, the mobile device was set to mute/silent, and signal loss occurred. No additional patient or event information is available.